Event description:
Caller reported that t: slim x2 pump battery would not charge and the pump screen was dark, preventing confirmation of a power source alert. Attempts to charge the pump using different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. Tech support decided to replace the pump and awaited a follow-up call from the customer to confirm the pump's serial number.